Event description:
It was reported the pt (B)(6) has not experienced effective stimulation since her scs system was implanted. Also, the pt indicated her pain has worsened since implant. The pt desires to have her scs system explanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.